Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) reached above 240 bpm during effort due to fast conducting atrial fibrillation (af) and received an inappropriate shock. The patient had ablation some years ago and the plan is to put the patient on medication from now on. The physician increased the shock zone to 250 bpm. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) reached above 240 bpm during effort due to fast conducting atrial fibrillation (af) and received an inappropriate shock. The patient had ablation some years ago and the plan is to put the patient on medication from now on. The physician increased the shock zone to 250 bpm. No additional adverse patient effects were reported. This device remains in-service.